Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and concern with the product. Later healthcare professional reported "particles in valve - tissue." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, one opening assessed as fold flaw opening. Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Particles in valve-breast: not observed. Additional observations: broken of plug strap assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported a right side deflation and concern with the product. Later healthcare professional reported "particles in valve - tissue." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, right side deflation. And concern with the product. Later, healthcare professional reported, "particles in valve tissue." The device has been explanted and replaced.